Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment, and a good depth, the valve was released. Upon full deployment, approximate depth was 4-5mm, but hemodynamic assessment revealed an increase in left ventricle end diastolic pressure (lvedp) and severe paravalvular leak (pvl) along the anterior mitral leaflet. A post-implant balloon aortic valvuloplasty (bav) was performed using a 28mm x 4cm non-medtronic balloon. Angiography showed good frame expansion. A second hemodynamic assessment showed the lvedp had reduced, but was still unacceptable, and pvl remained moderate-severe. Subsequently, a second valve was implanted, valve-in-valve, for additional seal and radial force. The final hemodynamic evaluation showed the lvedp had decreased to baseline and pvl reduced to trace-mild. No additional adverse patient effects were reported.